Manufacturer narrative:
The reported complaint of leak on the quattro catheter (lot # 83193) was confirmed during functional testing of the returned catheter. A bonding leak was observed at the distal end of the medial 1 balloon. The probable root cause for the reported complaint could be due to a latent defect at the bond. Visual examination of the returned quattro catheter was performed and found no physical damage to the catheter. Observed dried blood residue on the medial and proximal luered tubings. During functional testing of the returned catheter, all infusion ports and extension tubes were flushed without resistance. The catheter was connected to a pressurized inflation device for one minute, and the balloons were fully inflated when pressurized up to 100 psi. Upon pressurizing the catheter, a bond leak was observed at the distal end of the medial 1 balloon; thus, confirming the reported complaint. It is unlikely that the defective catheter was shipped. During manufacturing, all catheters are 100% inspected for leaks by subjecting them to pressure testing. Only units that passed are moved to the next process. Historical complaints were reviewed for information related to the reported complaint, and there was no similar complaint reported for quattro catheter with lot number 83193.

Event description:
A (B)(6) old male patient underwent ivtm therapy after cardiac arrest. The quattro catheter (lot # 83193) was smoothly inserted into the patient's right femoral vein. The patient's body temperature at the start of the ivtm therapy was 36.6°c. The target temperature was set at 33.5°c, at the max rate. The patient was successfully cooled from 36.6 °c to 33.5 °c, and the temperature was maintained with no issues. After 4 days, nearly towards the end of the re-warming phase, when the patient's body temperature reached 36.8°c, the user noticed a decreasing volume of saline in the bag. In addition, light red discoloration was also noted in the saline solution. There were no traces of fluid observed on the console, patient's bed, or the floor. Catheter leak and infusion of about 500 milliliters of saline were suspected. There was no alarm noted on the console. The user replaced the saline bag, and the patient treatment was completed with the same quattro catheter. No consequences or impact to the patient.